Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be depleted while still in the original packaging. The ICD was not implanted.